Event description:
According to the customer, on (B)(6) 2025 leaking was observed from the left antecubital fossa IV site prior to transfer to pacu and it was discovered that the "tip of the catheter had disconnected from the hub of the IV."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 leaking was observed from the left antecubital fossa IV site prior to transfer to pacu and it was discovered that the "tip of the catheter had disconnected from the hub of the IV." The customer said that an intraoperative ultrasound and venotomy of the left ac did not locate the tip of the device. The customer reported that immediately after surgery, the patient was "sent for another ultrasound on the left upper extremity with a cardiologist" with negative results. The customer stated that the patient is scheduled for "an echo" and that the patient is "stable and doing well." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.